Event description:
It was reported, that the ar-12990, scorpion does not close properly. Caller did not have additional information.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed. The broken needle strip was stuck inside the tip insert within the hand instrument. The most likely cause for the reported failure can be attributed to applying excessive force while attempting to pass through challenging tissue (i.e. Thick or calcified). The end user applied forces will cause the needle to buckle within the cannulation. The remaining portion of the needle was not returned or identified. Unable to remove broken needle strip from the tip insert. Needle dimensions could not be taken. Function test could not be performed due to the related condition.